Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/224867535, UDI#: (B)(4). Product ID: nim4cpb1, serial/lot #: (B)(6)/224867537, UDI#: (B)(4). Product analysis: nim console (s.no: (B)(6)) verified not working properly. The unit presented with a defective pmb pcba. Imdrf codes: fdd a0908, fdm b01, fdr c0208, fdc d02 <(>&<)> img g02005 product analysis: patient interface (s.no: (B)(6)) the product analysis found that could not verify not working properly. Imdrf codes: fdd a0908, fdm b01, fdr c19, fdc d20 <(>&<)> img g02005 h4: manufacturing date of s.no: (B)(6): 2022-08-08 product analysis: patient interface (s.no: (B)(6)) the product analysis found that could not verify not working properly. Imdrf codes: fdd a0908, fdm b01, fdr c19, fdc d20 <(>&<)> img g02005 h4: manufacturing date of s.no: (B)(6): 2022-08-08 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing the patient interface box reported a "interface fault detected" error and it will not connect either patient interface box to the console after upgrading system software and the new usb that doesn¿t seem to work half the time. There is no patient involved in this event.